Event description:
On (B)(6) 2011, patient was admitted for cystoscopy, clot evacuation, fulguration laser lithotripsy. There was significant stone burden of about six stones between 1 to 2 cm in diameter. A decision was made to go with 1000 micron fiber with a holmium laser at energy of 3 and the stones were aggressively lasered and extracted. On (B)(6) 2011, patient returned to the emergency room with blood in foley. On (B)(6) 2011, the patient was returned to surgery for prostate green light laser transurethral resection prostate. During surgery, physician found a 4mm length laser fiber in bladder. Dates of use: (B)(6) 2011. Reason for use: hematuria/urinary obstruction.